Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, following a water vapor therapy for benign prostatic hyperplasia (bph) procedure, the patient experienced pain upon removal of the spanner. Cystoscopy performed approximately three months post-procedure noted slight swelling of the prostate tissue closest to the bladder. The patient also stated that the procedure improved nocturia and urgency. After a few years, urinary frequency was increasing, and the urine stream was weak due to return of prostate tissue from bph. Another procedure was scheduled. This complaint is for the first procedure.